Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on the electronics assembly. There was no hot pump, blank display, unexpected constant tone or vibration during testing. There was no moisture damage found on the motor assembly. The device was unable to perform the functional check including the rewind, basic occlusion, occlusion, priming, excessive no delivery, displacement, self-test, unexpected restart error and all operating currents tests due to no button response. The insulin pump was received with minor scratches on the display window, cracked display window corner and cracked reservoir tube lip.

Event description:
Customer reported moisture damage on the insulin pump. Customer's blood glucose level was around 150 mg/dl. Customer advised the device fell into a puddle of water and stopped working. Customer advised the device became hot and the display went blank after being exposed to water. Customer advised the display screen had moisture inside. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.